Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that the following led to the malfunction in regard to the channel port is shaved - a degradation problem; cause traced to component failure and in regard to foreign material in channel mount - contamination of device by foreign material in environment; cause not established. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the broncho-videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated forceps channel port was shaved and channel mount has foreign objects. There was no patient involvement.